Event description:
A nurse reported that the haptic was noted to be separated from the optic after insertion of the intraocular lens (iol) during implant surgery. No haptic manipulation took place; the surgeon was satisfied with the results; and there was no patient harm. Approximately one month later, the lens was exchanged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received.